Manufacturer narrative:
Additional information: the device was manufactured 07-11-2018 to 07-12-2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the bottom seam at the corner of the seal point. The leak was discovered prior to use. There was no patient involvement. No additional information is available.